Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened while locked, complete clip detachment, and partial clip movement requiring intervention. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was implanted. The second xtr clip delivery system (cds) was advanced to the tricuspid valve and grasping was performed. After removing the gripper line and release pin, it was noted that the clip opened around 45 degrees. An attempt was made to put the release pin back into the groove in order to close the clip, but this was not possible, as it appeared that the clip had already detached from the cds. The decision was made to deploy the clip. After clip deployment, clip movement was noted, but the clip remained on both leaflets. A third clip to stabilize the first clip and reduce tr. Three clips were implanted, reducing tr to 3-4. The patient was stable. No additional information was provided.

Manufacturer narrative:
Internal file number - 363268/1-1. Evaluation summary: device code 1104 removed. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. It is possible that due to user technique/procedural circumstances in conjunction with patient anatomy could have contributed to the reported issue; however, this cannot be confirmed. The reported partial clip movement appears to be due the reported mechanical issue (clip opening to 45 degrees). It should be noted that, per the intended use section of the mitraclip system instructions for use states, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported improper or incorrect procedure or method is due to the device being used to treat tricuspid regurgitation. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Based on the reported information, the following updated information is provided: it was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was implanted. The second xtr clip delivery system (cds) was advanced to the tricuspid valve and grasping was performed. After removing the gripper line and release pin, it was noted that the clip opened around 45 degrees. An attempt was made to put the release pin back into the groove in order to close the clip, but this was not possible, and the clip was deployed. After clip deployment, clip movement was noted, but the clip remained on both leaflets. A third clip to stabilize the first clip and reduce tr. Three clips were implanted, reducing tr to 3-4. The patient was stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported partial clip movement, complete clip detachment and clip opened while locked could not be tested as the clip was deployed and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this incident. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident. The reported partial clip movement and complete clip detachment appears to be due the reported clip opening to 45 degrees while locked. The mitraclip was used for treatment of the tricuspid valve. It should be noted that the mitraclip system instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve; however, the off-label use most likely did not contribute to the reported issues. There is no indication of product quality issue with respect to manufacture, design or labeling.